Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that during an arthroscopy, after implanting the twinfix anchor a suture thread got cut off from the implant while pulling on it after knotting. However, since one thread remained attached to the anchor, it was decided to remove the cut-off suture thread and keep the attached one. The procedure was completed using the same device and it is unknown if there was a delay. No further complications were reported.